Manufacturer narrative:
Qn # (B)(4). The customer provided a photo of the device for evaluation. No obvious defects or anomalies were observed. The customer also returned one arterial catheter. Signs of use were observed inside the extension lines. Visual inspection of the catheter did not reveal any defects or anomalies on the returned sample. The catheter body length measured 84.5cm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter of the catheter body tip measured 0.58mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable" per catheter product drawing. A lab inventory guide wire was inserted into the catheter tip. No resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement , "hold guidewire in place and remove introducer needle. Hold guidewire in place and remove catheter if catheter/needle assembly is used". A lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter flushed as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states , "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of an arterial catheter functionality issue was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the returned sample. The sample met all relevant dimensional and functional requirements. The instructions-for-use provided with this product warns the user: "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review performed on a potential lot from sales history did not identify any relevant findings. Based on the condition of the catheter and lab testing performed, no problem was found on the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a doctor places the catheter on the patient in the operating room. After surgery, the patient enters post-anesthetic recovery. Between 24 and 48 hours, the catheter gives no signal and blood collection is not possible. It is necessary to remove the catheter." A new catheter was inserted. There were no patient complications. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a doctor places the catheter on the patient in the operating room. After surgery, the patient enters post-anesthetic recovery. Between 24 and 48 hours, the catheter gives no signal and blood collection is not possible. It is necessary to remove the catheter." A new catheter was inserted. There were no patient complications. The patient's current condition is reported as "fine".